Event description:
It was reported that system diagnostics were run on pt's device and resulted in high impedance twice. Pt denies any manipulation or trauma to the device. Device was disabled and x-rays were taken. Manufacturer received and reviewed x-rays. Upon review, it was noted that the lead appeared to be twisted and coiled and a gross lead fracture was present. Pt was referred for revision surgery, but it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results code: review of x-rays by manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.